Event description:
It was reported that a patient presented to the emergency room due to syncope. Device interrogation revealed loss of capture on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: investigation conclusions code updated to cause not established.